Event description:
It was reported that the right ventricular lead exhibited capture and sensing anomalies. During lead revision, an insulation anomaly was noted. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.